Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that one of their leads came loose from their spine and the ins and snapped about three weeks after implant. Patient commented that they feel the lead break instantly. Then about a month later the same thing happened to the other lead. Patient stated that they were scheduled for revision on the (B)(6). Patient mentioned that they have a post op appointment on the (B)(6). Patient added that their pain was getting worse and they were not getting relief at all. Patient also requested to meet with a manufacturer representative (rep) for further education. The patient was redirected to their healthcare provider to further address the issue.